Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
Report received of an underdelivery. In 2004, at 12:12pm, the pump was programmed to deliver 100ml of vastin over 90 minutes. The infusion was reportedly completed at 2:00pm instead of the expected time of 1:42pm. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. Though requested, no additional information was provided.